Event description:
Rn called for help from patient's room. Upon entering the room the patient was unresponsive, had a pulse but with agonal breathing. Code blue was called. Upon the act team entering the room it was noted that the IV pump for the dopamine infusion was off. The infusion was restarted at previous settings.